Event description:
It was reported that during the implant attempt procedure, the analyzer showed indications of sensing difficulties and undersensing, despite multiple placement attempts in the atrium. The physician decided to explant the lead. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood in/on the helix/lobe mechanism.